Manufacturer narrative:
Corrected data: d10 entry added. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Out-of-hospital cardiac arrest, emergency transport. He said that he had been sick for about two days ago. Pci implemented for lmt after ECMO introduction. Later, impella was introduced by replacing the pci access sheath. Cerebral hemorrhage on CT after surgery. It is unclear when and when the bleeding occurred. An impella cp device was inserted via the right femoral artery in a 54-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes as well as extracorporeal membrane oxygenation (ECMO) for hemodynamic support. ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. The patient experienced an out-of-hospital cardiac arrest and was transported emergently. Percutaneous coronary intervention was performed for left main trunk disease following initiation of ECMO support. Subsequently, the impella cp device was implanted by replacing the percutaneous coronary intervention access sheath. Post-procedurally, cerebral hemorrhage was identified on computed tomography imaging. The timing of the hemorrhagic event remains unknown. No intervention was performed for the cerebral hemorrhage, and anticoagulation therapy was discontinued. The relationship between the impella cp device and the cerebral hemorrhage could not be determined. The patient subsequently expired while on support. While on support, the impella cp device operated at performance level 2 with flows of 0.6 l/min. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. The death is conservatively being reported to the impella cp; however, it is unlikely related to the device and is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock, as they presented in society for cardiovascular angiography and interventions (scai) shock stage e, in the setting of multiple mechanical circulatory support devices.